Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified mid left circumflex (lcx). The lesion was predilated to 10atms for 10 seconds with a 15/2.0mm maverick2 monorail balloon but the lesion was not dilated enough so the balloon was inflated a second time to 11 atms for 5 seconds and the balloon ruptured. The balloon was successfully removed from the pt and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as stable.